Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. According to the patient, on (B)(6) 2024, she was feeling nauseous and had a dry feeling upon waking. She called her mother, who drove her to the hospital. The patient got a "sensor failed" on both receiver and mobile display screens. The patient did not provide any details on egvs, alerts, or alarms prior to failure at the onset of symptoms. The blood glucose level was checked at the hospital and was 800 mg/dl and she had low potassium. The patient was treated with insulin drip and potassium supplementation. She stayed in the hospital for a week and was discharged by the end of july (could not remember the exact date) with blood glucose of 180 mg/dl. No sensor was in place at discharge. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.